Manufacturer narrative:
Device not available for evaluation as it remains implanted in the patient. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that during a reverse shoulder arthroplasty, the glenoid guidewire broke off at the distal end when drilling in the post hole for the glenoid baseplate. The guide wire tip that broke off could not be retrieved from the patient. X-rays were taken and it was reported to be located in scapular. The surgeon continued the procedure to completion.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned, and no other evidence were provided for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that during a reverse shoulder arthroplasty, the glenoid guidewire broke off at the distal end when drilling in the post hole for the glenoid baseplate. The guide wire tip that broke off could not be retrieved from the patient. X-rays were taken and it was reported to be located in scapular. The surgeon continued the procedure to completion.